Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2018, the whole pacing system was explanted as blood tests confirmed a staphylococcus aureus infection. During the explantation procedure, a bloody exudate was observed inside the pacemaker's pocket. The fixation sutures for the pacemaker and the suture sleeves of the leads were disintegrated.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2018, the whole pacing system was explanted as blood tests confirmed a (B)(4). During the explantation procedure, a bloody exudate was observed inside the pacemaker's pocket. The fixation sutures for the pacemaker and the suture sleeves of the leads were disintegrated.